Event description:
Affiliate reported that the pump is still implanted (implantation (B)(6), 2010) however it was reported that the flow is less than calculated, but the patient was not symptomatic. In the past she got a drug mixture of sufentanyl, lirosal and nacl , than lirosal and palladon and now again sufentanyl, lirosal and nacl. The physician had no problems with the small difference.

Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was not returned for investigation; therefore transaction logs were provided and the investigation was based on the information contained on these documents and the provided information. The provided transactions logs of the pump s/n: #(B)(4) (lot#clfcd9) from (B)(6) 2012 were analyzed. A refill has been performed on (B)(6) 2012. The recovered volume did correspond to the volume indicated by the fill level sensor. Based on the fill level sensor measurements indicated in these transaction logs, the flow rate seems to be lower than the one programmed during this period. The medicaments used, sufentanyl, palladon and lioresal, are off label, and the mix of drug is also off label when used with a medstream pump. They have not been tested and validated; we do not know their behavior in a medstream pump and their behavior when they are mixed together. A device history record review was performed and no discrepancies were observed during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.